Manufacturer narrative:
The customer performed troubleshooting of the instrument and replaced the integrated multi-sensor technology (imt) sensor, conditioned, cleaned, and ran dilution check which passed and corrected low bias. The customer ran quality control (qc), resulting within range. The customer reran patient samples resulting higher for sample 1 and lower for sample 2. The customer contacted the siemens customer care center (ccc). A ccc specialist remotely reviewed the data and instructed the customer to calibrate the system, run quality control (qc) and run patient samples on both instruments. At the customer's request, a siemens customer service engineer (cse) was dispatched to the customer's site. While troubleshooting the instrument, the cse noticed there was an inconsistent fluid flow with the fluidics, due to the pressure being out of specification. The cse adjusted fluid pressure and the flush flow rate on the low side. The cse replaced the x tubing, after which fluid motion in system was normal. The cse cleaned the peristaltic pump rollers, and observed fluid is normal. The cse tested the flow from all fluids and ensured pump alignment and calibrations were satisfactory. The cse ran dilution check and precisions for both levels of qc, after which resulted within specifications. The cse instructed the customer to run electrolytes on both instruments until they are confident in reporting results. The cause for the falsely elevated sodium (na) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2517506-2017-00893 was filed for the same event.

Event description:
The customer contacted a siemens customer care center (ccc) specialist and reported that a physician questioned reported sodium (na) results which triggered the customer to rerun samples. The reported results were low and a numerical value was not provided. Upon rerun testing, imprecise sodium results were obtained of two patient samples on a dimension exl with lm instrument. The customer then repeated the same samples on alternate dimension exl instrument for correlation between the two instruments. A second rerun, obtained on instrument with serial number (B)(4), was performed after a sensor change and were considered correct by the customer. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the imprecise na results.